Event description:
It was reported that the ventilator had an light emitting diode (led) failed alarm. There was no patient involvement.

Manufacturer narrative:
B4: (B)(6) 2021. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.